Event description:
The magnet in the receiver coil of this pt's cochlear implant became dislodged, requiring surgical intervention. The magnet was replaced successfully and without complication in 2004.